Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of 14 mmol/l (252 mg/dl) on (B)(6) 2012 at approx 5 pm while at work. At 9 pm, she began to sweat and felt symptoms of hypoglycemia and she ate 3 pieces of "grape sugar" and 1 piece of bread with chocolate. She continued to feel bad and she was taken directly to the hosp by her colleague where she received treatment. The type of treatment received at the hosp was not provided. Her blood glucose measured 2.4 mmol/l (43 mg/dl). She stated that she changed the basal rates of the infusion device on the morning of hospitalization. She also reported experiencing button issues with the infusion device. The infusion device was replaced and requested to be returned for eval.